Event description:
It was reported that the patient experienced urinary tract infection and irritation by using the purewick female external catheter. It was stated that the patient had very sensitive skin and also stated that the patient was no longer using the catheter. It was unknown what medical intervention was provided for urinary tract infection.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be materials of construction are not biocompatible. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "replace the purewicktm female external catheter at least every 8-12 hours or if soiled with feces or blood". "¿ to avoid potential skin injury, never push or pull the purewicktm female external catheter against the skin during placement or removal. ¿ never insert the purewicktm female external catheter into vagina, anal canal, or other body cavities. ¿ discontinue use if an allergic reaction occurs". "Assess device placement and patient¿s skin at least every 2 hours". H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient experienced urinary tract infection and irritation by using the purewick female external catheter. It was stated that the patient had very sensitive skin and also stated that the patient was no longer using the catheter. It was unknown what medical intervention was provided for urinary tract infection.